Event description:
Pt was experiencing mitral valve regurgitation from 25mm bovine valve. Records of implant surgery unavailable, delay in getting even vague info.

Event description:
Add'l info rec'd from facility 01/13/2001: the original valve replacement was performed at hosp. The doctor's office confirms that a porcine valve placed since pt was returning to another country and follow-up was questionable at best. Report from october 2000 of replacement valve leaflets appearing slightly fibrotic in the area of insertion onto the ring, there is fibrous debris and focal "deptrophic" calcification. No acute vegetative endocardititis is identified. Diagnosis prosthetic mitral valve excision-fibrotic changes. New valve-34mm carpentier-edwards tricuspid valve rings.